Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced the pendant. Loaded the firmware and verified all buttons were responded accordingly. Performed system checkout. Unit was operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, MDR codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that several of the system's pendant buttons were worn out (pendant button issues), and some buttons were "sticking". There was no patient involvement.

Manufacturer narrative:
H3,h6: the pendant was returned to the manufacturer for analysis. Analysis found that unable to confirm reported issue. Visual inspection shown some wear. Front foil was lifted on some area. All buttons were functional. Cosmetically damaged. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.